Manufacturer narrative:
The device was received fully deployed with evidence of corrosion observed through the bottom housing. Upon removal of the top housing, corrosion was observed on the mechanism rail, pcb, and piezo. The observed corrosion resulted in all three battery voltages measuring lower than expected and the pod data being unable to be retrieved. Due to the observed data loss, the presence of a hazard alarm could not be determined. During investigation, fluid was observed to leak from a tear in left side of the unexposed portion of the soft cannula. The observed internal cannula tear and subsequent fluid leak can be confirmed as the root cause of the observed corrosion and data loss, however it could not be determined if the internal cannula tear contributed to the reported hazard alarm due to the observed data loss. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to almost 400 mg/dl while wearing the pod between 4 and 24 hours. The pod generated multiple hazard alarms during the bolus delivery. The device investigation observed an unexposed cannula damage and fluid leakage during testing.